Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage procedure using the navarre opti drain drainage catheter. Prior to the procedure, it was noted that the trocar needle length was significantly longer than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided and reviewed. The all three photos show the partial view of catheter along with loaded needle. The needle tip was noted to be protruding from the tip however the hub is not visible and its difficulty to analyze the without complete view and without physical sample. Therefore, the investigation is inconclusive for the reported trocar needle length longer than the catheter issue for all three devices as it is not sufficient enough to determine whether the product did not meet specifications. A definitive root cause could not be determined based upon the provided information. It is unknown whether procedural or manufacturing issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.